Event description:
Caller alleged imprecision with inratio. Results as follows: first test inr = 6.1, second test inr = 7.1. Technical support updated this case on 12/05/2006. Caller alleged discrepant results compared with the lab. Results as follows: date: 12/01/06; inratio: 6.1; lab: 5.8; inratio: 7.1; lab: 5.8.

Manufacturer narrative:
Inratio precision data provided by end-user lot 060452: first test inr = 6.1, second test inr = 7.1, mean = 6.6; sd = 0.7; %cv = 10.7%. The %cv is less than or equal to 20%. Per internal procedure, the precision passes the criteria for precision. The test is considered precise and no further testing is required at this time. Updated this case on 12/05/2006. Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date 12/01/06; inratio 6.1; lab 5.8; mean 5.95; confidence limits cannot be determined; inratio 7.1, lab 5.8; mean 6.45; confidence limits cannot be determined. Per internal procedure, the mean of the inratio meter and comparative system inr were calculated. The confidence limits cannot be determined. Both lab and inratio values were greater than 5.0 inr, those values were not considered inaccurate.